Event description:
At some time during patient treatment, the device reportedly intermittently displayed that the therapy cable was not attached in paddles lead. The patient was not resuscitated. Patient care was not compromised, based upon continued use of the device.